Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an unknown low blood glucose (bg) level. Bg cause was not known. Customer declined to provide further information or undergo troubleshooting.